Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed through clinician review of the provided medical records. Method & results product evaluation and results: not performed as no product was returned for evaluation. Clinician review: a review of the provided medical records by a clinical consultant indicated: no imaging studies are available for review, and there is no clinical or past medical history or documented follow-up between july of 2006 and june of 2018 provided. There is no examination of explanted components available. In this obese patient, after more than twelve years in situ, the exeter femoral component fractured at the junction of the fixed distal stem and the loose proximal cemented stem as noted in the revision operative report. This likely resulted from inevitable fatigue fracture at this junction and could be confirmed by examination of the explanted component and its fracture surfaces. This would rule out factors associated with implant manufacturing and/or materials as having contributed to this clinical event. Device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant confirmed the event and indicated: no imaging studies are available for review, and there is no clinical or past medical history or documented follow-up between july of 2006 and june of 2018 provided. There is no examination of explanted components available. In this obese patient, after more than twelve years in situ, the exeter femoral component fractured at the junction of the fixed distal stem and the loose proximal cemented stem as noted in the revision operative report. This likely resulted from inevitable fatigue fracture at this junction and could be confirmed by examination of the explanted component and its fracture surfaces. This would rule out factors associated with implant manufacturing and/or materials as having contributed to this clinical event. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that he revised a broken exeter stem. The stem and femoral head were revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The customer reported that he revised a broken exeter stem. The stem and femoral head were revised.